Manufacturer narrative:
Details of the complaint: nihon kohden technical service account manager reported that he had updated all of the customer's central nurse's station (cns) software version from 02.20 to 02.22. Afterwards nk ts noticed that the cnss were displaying communication loss on their tiles and were rebooting on their own and would come back up but would still display communication loss and go into reboot again, this was happening randomly on different cnss at different times, they would not all go down at the same time. They changed all of the hospitals cns software back to the 02-20, and they have not had any further issues since then. No patient harm reported. Investigation conclusion: the customer reported that after they had upgraded their cnss from v02-20 to v02-22, the cns started rebooting at random times. Customer indicated that the cns goes into communication loss, freezes, and then reboots. To temporarily address the issue, the cnss were downgraded back to software version 02-20. Investigation identified that in software version 02-22, the cns may reboot when it is in a network where there is a telemetry server of enterprise gateway. This issue has been resolved and addressed in a newer software version, version 02-23. It is recommended to the customer to upgrade the software to version 02-23. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 01/27/2023 emailed the contact via microsoft outlook for all items under the no information section. They responded back with complaint details, but they did not provide the patient and additional device information as requested. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
Nihon kohden technical service account manager reported that he had updated all of the customer's central nurse's station (cns) software version from 02.20 to 02.22. Afterwards nk ts noticed that the cnss were displaying communication loss on their tiles and were rebooting on their own and would come back up but would still display communication loss and go into reboot again, this was happening randomly on different cnss at different times, they would not all go down at the same time. They changed all of the hospitals cns software back to the 02-20, and they have not had any further issues since then. No patient harm reported.

Manufacturer narrative:
Nihon kohden technical service account manager reported that he had updated all of the customer's central nurse's station (cns) software version from 02.20 to 02.22. Afterwards nk ts noticed that the cnss were displaying communication loss on their tiles and were rebooting on their own and would come back up but would still display communication loss and go into reboot again, this was happening randomly on different cnss at different times, they would not all go down at the same time. They changed all of the hospitals cns software back to the 02-20, and they have not had any further issues since then. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices: attempt #1 (B)(6) 2023 emailed the contact via microsoft outlook for all items under the no information section. They responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
Nihon kohden technical service account manager reported that he had updated all of the customer's central nurse's station (cns) software version from 02.20 to 02.22. Afterwards nk ts noticed that the cnss were displaying communication loss on their tiles and were rebooting on their own and would come back up but would still display communication loss and go into reboot again, this was happening randomly on different cnss at different times, they would not all go down at the same time. They changed all of the hospitals cns software back to the 02-20, and they have not had any further issues since then. No patient harm reported.